Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) system was explanted due to an infected device pocket. It was also reported that the tip of the right atrial (ra) and right ventricular (rv) leads tested (B)(6) and that an envelope was used during implant of the ICD. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.